Event description:
The pt tested blood glucose on suspect device and was 177 mg/dl. She adjusted her insulin dosage to 5 units regular and 10 units n (normally she takes 2.6 units r and 3.6 units n). Pt then became unconscious and the ambulance was called. Pt was taken to the hosp and given a glucose IV and admitted overnight. Glucose control level 1 was run and was within range.